Manufacturer narrative:
Continuation of d10: product ID: 97745nt, lot#serial#: (B)(6), product ID: 97755-s, lot#serial#: (B)(6), product type: recharger, product ID: 97745bp, lot#serial#: (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient that the controller battery was depleting several times before the ins was fully charged. At time of call controller was 100% and stated they keep it charged in now since a previous agent advised them to do so. Patient's stimulator was 90% but patient stated it took 5x for the patient to get the stimulator to fully charge and had to keep recharge the controller. Patient mentioned the controller will also go white while charging at times which resolves when they reset the controller. Agent emailed repair for battery pack replacement and advised patient to call back if the white screen or other issues continue after the battery pack replacement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger b3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they are having trouble with the recharger getting real hot and the controller getting hot as well. Patient stated when they are trying to charge the implanted neurostimulator, the controller battery is depleting really fast. Patient mentioned the controller was at 100% when they started charging and the battery drained so fast. Patient confirmed no issues with charging the controller from the ac power supply. Patient inspected the controller port and recharger connector pins but did not see any visible damage. The issue was not resolved. An email was sent to the repair department to replace the device. When asked for event date, patient stated "seems like it happens every time I get a new one [replacement], it will work for a week" then they have issues again.

Event description:
Additional information was received from a patient (pt). It was reported that they received the replacement recharger but the recharger and controller were still getting hot. The controller would charge to 100% and when charging the implant they got to 80% and the controller drained to 30%. A replacement controller was sent out. Additional information was received from a patient (pt). It was reported that they are still having the same trouble with charging. Agent asked patient to connect with controller and controller show low battery recharge the controller. Agent asked patient to plug the controller into the ac power cord and controller is recharging. Controller show ins 90% and controller 10% and recharging. Patient stated that a manufacturer representative (rep) helped her pair the controller but they did not correct the date or time. Agent assisted patient with updating the date and time. Agent reviewed best practice to keep the controller charge up. Agent reviewed controller is functioning as intended.

Manufacturer narrative:
H3: product ID 97755-s serial# (B)(6) was returned for analysis. Analysis found the complaint was unverified and the recharger never got hot after running for 10 minutes. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.